Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided pictures and video identified the implant and packaging with slight flaring on the locking feature of the implant. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 : unknown - unknown tibial component - unknown. G2 : foreign country : guatemala. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant did not fit as intended for use. Attempts have been made and all available information has been provided.

Event description:
It was further reported that the instrument technician observed that the device was not inserting. Another implant was opened to successfully complete the procedure. It's unknown if there was any damage to the implant while attempting to place it in the instrument. There was no surgical delay and no patient harm. The surgical technique was utilized. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b3; b4; b5; d2; e1; e2; e3; g1; g2; g3; g6; h1; h2. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.